Manufacturer narrative:
Product complaint # (B)(4). (B)(4). Device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: please provide the applier product code and lot number? => we will update when we had new information. What suture type and size was used? => ditto when the event occurred, was the suture placed near the hinge of the clip? => ditto were you able to lock the clip closed on the suture? If yes, after it closed, was the clip holding securely fixed on the suture? => ditto was the applier checked for damaged (jaws straight and aligned)? => ditto if the clip did not close/hold on the suture, was the clip used in an application where the suture was under tension? => ditto" a manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Events reported via: 2210968-2022-08387, 2210968-2022-08388, 2210968-2022-08391, 2210968-2022-08392, and 2210968-2022-08393.

Event description:
It was reported that a patient underwent an unknown procedure (B)(6)2022 and suture clips were used. During the procedure, the clips could be fed into the jaw, but the trigger could not be grasped, and the jaws did not close. The issue occurred to 5 devices with same lot number. Another device with the other lot number was used to complete the case. Five devices will be returning. No further information is available. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 11/17/2022 h6 component code: g07002 no device problem found h3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned reload. Visual analysis of the returned samples revealed that xc200 reload was received with no apparent damage with one clip loaded and four loose clips, one of them was received closed. The reload was tested for functionality with the test device. Upon functional testing of the device, 3 clips were manually loaded, the instrument loaded, retained, and deployed four clips as intended. The clips were as intended and conforms to our manufacturing requirements. As part of ethicon¿s quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the clip performed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Events reported via: 2210968-2022-08387, 2210968-2022-08388, 2210968-2022-08391, 2210968-2022-08392.